Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening on anterior, brown particles. A visual and microscopic analysis was performed which identified opening striated and crease fold. Based on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Healthcare professional additionally reported "malpositioning of both implants upward." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare processional reported right side capsular contracture baker grade iii. Healthcare professional additionally reported "malpositioning of both implants upward." Device has been explanted.